Event description:
It was reported by the customer that a pyxis medstation es system tower door failed. The customer reported that while the nurse successfully retrieved the medications, the door continues to malfunction. As a result, a workaround has been established, allowing the affected medications to be obtained from a different station, or the pharmacy can be contacted to facilitate retrieval, thereby preventing any delays in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch required replacement. A field service engineer replaced the latch to resolve. Preventative maintenance was performed on the device. The system functioned as intended.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-nov-2022 to 05- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch required replacement. A field service engineer examined latch for door two and replaced the latch to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medstation es system tower door failed. The customer reported that while the nurse successfully retrieved the medications, the door continues to malfunction. As a result, a workaround has been established, allowing the affected medications to be obtained from a different station, or the pharmacy can be contacted to facilitate retrieval, thereby preventing any delays in patient care. There were no adverse events or injuries reported based on this incident.